Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone 12 / 2.9.1 / ios_16.3.1.

Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump for insulin therapy.